Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window, a cracked case at the reservoir tube window corner, and a cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the housing on the insulin pump was cracked. Customer stated that she noticed this on friday but was out of the country until last night customer disconnected from the pump and reverted to a travel loaner pump. Customer stated that the damage was on the reservoir window up to the keypad. Customer stated that she is clumsy and has neuropathy. Customer stated that she will drop the pump occasionally. Customer stated that her blood glucose was fluctuating form the 600's mg/dl to 47 mg/dl. Customer stated that her blood glucose was in the 300's mg/dl when she found the damage. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.